Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two days prior to event diagnosis, the patient was hospitalized for abdominal pain and another indication. Two days prior to the peritonitis diagnosis, the patient was treated with vancomycin injection (125mg, once daily, intraperitoneal, discontinued the following day) and ceftazidime injection (625mg, once daily, intraperitoneal, discontinued the following day) for abdominal pain. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (125mg, once daily, intraperitoneal, ongoing) and ceftazidime injection (625mg, once daily, intraperitoneal, ongoing) for peritonitis. Twelve days after peritonitis diagnosis, the patient was treated with amikacin injection (65mg, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.